Event description:
The initial reporter stated that the pump was alarming motor stall and they were unable to clear the alarm and restart their dobutamine infusion. They stated that they took the patient to the emergency department, and they were able to get the infustion restarted with another pump, and that no intervention was required. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects or harm due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.